Event description:
It was reported that the pacemaker did not collect the trends on the capture management diagnostic. Engineers have not determined why the device would not display certain measurements on the graph. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The code indicates that the device detected noise during the capture detect window. This code is only for the most recent test. It cannot be determines why ventricular capture management hasn't run since 2012(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).